Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having asthma, headaches and dry mouth. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged of visualization of particles related to CPAP device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Presence of dust/dirt contamination on the hot plate of the humidifier, blower box, outlet iso port of the humidifier and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination. The presence of contamination in the air path suggests source external to the device. Fibrous contamination throughout humidifier inconsistent with sound abatement foam degradation. Slight black contamination at the blower seal of the blower box is consistent with keratin contamination. Fibrous contaminant found behind the flip lid seal. Fine white contamination found within the blower box of the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation in the base unit and confirms presence of contamination in the air path suggests source external to the device. Section h6 (medical device problem code, component code, type of investigation, investigation findings, investigation conclusions) were updated in this report.